Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred 10 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed coming from the header of the dialyzer. It was reported that no defect or damage was seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. The complainant returned one dialyzer from the reported lot number for manufacturer examination. Blood was observed between the dialyzer housing and the screw flange threading on the dialyzer's cavity ID end. The sample was subjected to a laboratory leak test. No leak was observed during external leak testing (possibly due to the presence of coagulated blood within the dialyzer cavity ID end header cap). The dialyzer leaked at 4.0 psi. The dialyzer was then deconstructed and visually evaluated further. The dialyzer was confirmed to be assembled correctly and no damage or defects were noted. The cavity ID end o-ring (located beneath the header cap) was noted with damage. Under magnification (x30), a gouge measuring approximately 2.56 mm in length was noted on the o-ring (located on the side of the o-ring seated against the polyurethane [pu] potting surface). A lot history review was performed and found four reported external blood leak complaints against the lot (including the current event). Although the CAPA trigger was not met for this lot number, (B)(4) was initiated to further investigate external blood leaks manufactured on dialyzer line 6. This lot was placed on hold and recalled under field action decision file (B)(4). The production record review revealed there was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.